Event description:
It was reported that the tandem-provided usb cable was damaged and could no longer be used to charge the pump. There was no reported impact to the customer's blood glucose level. The customer successfully charged the pump with a secondary usb cable.